Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flicker, failure of the universal cord and the light guide bundle of the insertion section was slightly interrupted, weakened and worn. A root cause could not be identified. Based on the results of the investigation, it is likely that the abnormal image, flickering occurred due to a component failure of the universal cord. Whereas the slightly interrupted, weakened and worn light guide bundle was due to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope exhibited an abnormal image. The issue occurred during inspection for use. There were no reports of patient harm.